Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was not possible to turn the orange key from the 12 o'clock position to the 3 o'clock position. The surgeon insisted that a versajet debridement was nessasary and reschedule the patient for another trip to the operating room on (B)(6) 2020 to complete the debridement.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the test pump cartridge could not be turned to the locked position due to corrosion inside u.I. Assembly. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related failures. The root cause is determined to be corrosion. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.